Event description:
Surgeon stated that the event was not related to the iol. Surgeon stated the pt had a probable suprachoroidal hemmorrhage while placing the iol. The lens was removed at that time because the chamber became shallow and implantation was deemed unsafe. Surgeon did not believe the iol malfunction.

Event description:
A user facility reports that after the intraocular lens (iol) was inserted into the eye, the pt had a hemorrhage and the iol had to be removed. The relationship to this event to the iol is not known.